Event description:
Used 3m tape to keep band aid on heel of my right foot took off tape and found nasty rash in left foot toe, then they swollen up and still swelling and now have pain where 3m nexus water proof tape was. Can't explain why my feet hurt now. Plus I am diabetic and don't (want) pain in my foot. My foot dr does not know why, but it's very painful. Look, 3m has lied to me they know that tape is causing people loads of pain and not caring. Also can't use latex. My feet are still swollen - took many weeks for rash to go. Also the swelling hasn't gone and the pain in my feet where the tape touched my skin hurts, nothing has helped them. No cream, nothing but time. My heel on right foot has no pain, never had before. Sent some pictures to 3m. Otc product.